Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to elevated blood glucose; however, a different issue was identified.

Event description:
It was reported that the customer's blood glucose was elevated (296 mg/dl). Customer delivered a bolus, changed the cannula, and blood glucose improved. This event is being reported based on the evaluation of the returned device. During evaluation, a malfunction was observed.